Event description:
It was reported that at implant, the device had no output on the left ventricular (lv) channel and there was no capture with the lv lead. It was noted that the lv lead was checked with the analyzer and found to have normal performance. The device was not implanted and a new device was used. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. We did received performance data collected from the device, analyzed the data and no anomalies were found.